Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet was chosen for implant using an 14f amulet delivery system. Device sizing was based on transesophageal echocardiography (tee) and fluoroscopy, with landing zone measurements obtained at multiple angles, including 21.9 mm at 45°, 23 mm at 55°, and 28¿34 mm at 135°. Intra-procedural imaging was performed using tee and fluoroscopy, and the device was implanted with a barrel-shaped configuration, with no peri-lobe leak detected at the time of release. The procedure was technically challenging due to difficult anatomy, a suboptimal angle to the left atrial appendage, limited appendage depth, and the need for multiple recaptures and repositioning. A tension test was performed, and the close criteria were reported as satisfied. Left atrial pressure was not measured during the procedure, although approximately 1000 ml of fluid was administered intra-procedurally, and left atrial pressure was not reassessed after fluid administration. The patient remained hemodynamically stable throughout the procedure and experienced no rhythm changes. On follow-up imaging using transthoracic echocardiography (tte), the device was found to have completely dislodged from the intended implant site, resulting in embolization to the left ventricular side via the mitral valve, where it caused obstruction of blood flow. The implanter was unable to identify a definitive cause for the embolization. The patient subsequently developed hemodynamic instability the following day, and the embolized device was successfully managed with percutaneous retrieval. No clinically significant procedural delay was reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet was chosen for implant using an unknown delivery system.the procedure was performed in the setting of challenging left atrial appendage anatomy, described as a reverse chicken-wing configuration, and implantation was noted to be difficult. Approximately 12 hours after implantation, embolisation of the left atrial appendage occlusion device occurred, with migration into the left ventricle. The embolised device was identified on transthoracic echocardiography prior to planned discharge. The device was subsequently successfully retrieved, and the patient remained clinically stable throughout, with no reported complications following recovery.

Manufacturer narrative:
An event of a device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported device embolization could not be determined. An unexpected medical intervention was a result of case specific circumstances, as the device was removed via snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.